Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation however, during inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.